Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer advised they attempted to change out the reservoir and for the 3rd time this month they received a no delivery alarm. Troubleshooting for no delivery alarm performed. Customer did not want to complete troubleshooting stating that in the past, they would take out the reservoir and start rewind process over again and it would work. Customer does not want to return the set and reservoir for analysis. Customer was advised to call back when the alarm occurs in order to troubleshoot.